Event description:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of medical device removal ("removal of the device"), perforation ("perforation"), device dislocation ("migration of the device") and pregnancy with contraceptive device ("unintended pregnancies") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pain ("chronic pain"), adverse event ("medical problems / health complications"), menstruation irregular ("changes in menstrual bleeding"), hypersensitivity ("allergy or hypersensitivity") and immune system disorder ("immune reactions"). Last menstrual period and estimated date of delivery were not provided. Some patients were treated with surgery (essure removal). At the time of the report, the medical device removal, perforation, device dislocation, pregnancy with contraceptive device, pain, adverse event, menstruation irregular, hypersensitivity and immune system disorder outcome was unknown. The pregnancy outcomes were not reported. The reporter provided no causality assessment for adverse event, device dislocation, hypersensitivity, immune system disorder, medical device removal, menstruation irregular, pain, perforation and pregnancy with contraceptive device with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 725 cases. Perforation. The analysis in the global safety database revealed 71 cases. Device dislocation. The analysis in the global safety database revealed 1457 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3309 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.